Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited noise being oversensed but could not be reproduced. It looked like myopotential. Based on the electrogram (egm), pacing inhibition did not result in greater than two seconds of asystole. Additional information was received that noise with this rv lead has continued over the years. During a recent in-office check, there was an episode of static caught on all three channels. The patient did not know of any emi that day. The plan was to program to async pacing until the lead can be replaced. The lead was subsequently surgically capped and replaced successfully. No adverse patient effects were reported.